Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button sticking. The customer¿s blood glucose was 67 mg/dl. The customer was assisted with troubleshooting but declined. Customer stated that insulin pump was rejected new battery and prime or rewind louder than before, received false or unexplained no delivery alarm. Customer stated that insulin pump had clip busted, taking more insulin, battery life diminished not less than 7 days. Customer confirmed the issues that were reported, and added that the insulin pump also has cracks on it. The device will not be returned for analysis.